Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife protruded from the blade protector and cut the user's finger when it was handled prior to surgery. Additional information has been requested. Additional information was received confirming that the nurse reportedly did not hold the knife with the handle, but rather held the knife with the leading edge sponge cover instead and the cutting edge was sticking out. The event was attributed to inexperience and carelessness. The injury was small and not serious. The surgery was performed and completed after replacing the knife with another one.

Manufacturer narrative:
One opened knife sample was received with foam for the report of protruded blade edge from protection. The returned sample and packaging were visually inspected. The foam tip protector was not present on the blade therefore, the inspection is inconclusive. A review of the device history record related to the provided possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the possible lots for the reported issue. An insufficient sample was returned and the device history record review of the provided possible lot numbers indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. Due to an insufficient sample being received, the reported issue cannot be confirmed and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).